Event description:
It was reported an issue with novosyn chd suture. The client reported that a suture broke easily, leading to difficulties during handling and an increased risk of needle loss during the procedure, as well as a potential for surgical wound dehiscence. Additional information: so far, no report has been received indicating that the patient has suffered any harm. Additional information has been requested.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.